Manufacturer narrative:
Updated device evaluation: during evaluation of the sample it was noticed a crease in the anterior and extending to the posterior view. Leak testing was performed and it revealed a tear in the anterior view, measuring approximately 0.5 cm. Microscopic examination was performed and the cause of the rupture could not be identified. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was noticed a crease in the anterior and extending to the posterior view. Leak testing was performed and it revealed a tear in the anterior view, measuring approximately 0.5 cm .microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/28/2019, additional information indicated that the date of explantation was on (B)(6) 2019. On 7/11/2019, addition information received indicated that the patient underwent removal and replacement with catalog number 3503250, serial number (B)(4). On 7/22/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round high profile 250cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the doctor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.